Manufacturer narrative:
MDR 9618003-2024-02314 / device 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported that the end user that the moldable wafer caused injury or obstruction of stoma. She stated that she wanted to switch from moldable wafer to a regular 2-piece convex wafer since moldable wafer got so tight around stoma and was strangling led to blockage and pain. The end user also reported that she began noticing that the product was beginning to feel too constrictive and even painful and would block the stoma output causing her abdomen to become firm and distended. She did not state any form of trauma to stoma such as bleeding, only severe pain and constriction was there. She reported a stoma size of 19 mm but also states that she has not measured her stoma in a long time (stoma since 2004) and cannot say for certain her stoma size is 19mm. She stated that she is uncertain for parastomal hernia. She described appropriate use of the moldable wafer and had been rolling it open. She did not see doctor of medicine (md) for the issue. The product was used on patient. No photo is available at this time.